Manufacturer narrative:
The pump passed displacement test, operating currents, self-test, off no power and unexpected restart error test. Compromised force sensor system alarmed during prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor. The motor passed motor test. The pump was received with minor scratched display window, cracked case at display window corner, cracked reservoir tube lip, cracked lcd window, and with cracked belt clip slot.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for compromised force sensor system alarm. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.